Manufacturer narrative:
The physician intended to treat a severely calcified lesion in a severely tortuous part of the proximal lcx by rotablation during which a coronary artery perforation occurred. To treat the perforation the affected pk papyrus was chosen to cover the perforation but could not pass the lesion and was successfully withdrawn. The affected pk papyrus was returned and subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Images of the case such as angiographies could not be obtained. The technical investigation revealed that the affected pk papyrus stent is displaced on the balloon but is not deformed or damaged. Microscopic analysis of the balloon surface showed stent imprints, indicating that the stent was properly crimped at the time of delivery. The balloon is well folded and shows no signs of inflation. The review of the product release documentation confirmed that the affected pk papyrus was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was determined. The hospital noted that the stent may have been stuck on a piece of calcium but was able to come out. According to the treating physician, the pk papyrus was not the cause of the patients death. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
After rotablation treatment of a severely calcified lesion (90 percent stenosis degree) in the severely tortuous proximal cx, a dissection/perforation was noticed. A balloon was inflated to stop the bleeding. Afterwards a pk papyrus covered stent system was introduced but unable to cross the lesion. The stent got stuck inside the calcified lesion but could be removed. A balloon catheter was chosen to dilate the lesion for the pkp. While inserting the balloon the patient started to code. Patient was unable to recover and ended up dying. Afterwards, the stent system was examined, and it was noticed that the stent has been dislocated on the balloon. The physician stated that the pk papyrus was not the cause of death.